Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system, used in treatment, will not be returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, both ts deployed simultaneously. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: inadvertent multiple trigger advancements during deployment of t1. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.additional information added in d4 / UDI no: 885554023077.

Event description:
It was reported that during stitching of the back horn of the patient¿s medial meniscus, the first pressing of the fastfix 360 curved push button resulted in the release of both anchors, which did not allow stitching of the meniscus. The procedure was completed with a backup device and no significant delay or further complications were reported.